Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The bmw guide wire instruction for use states that all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It could not be determined if the use in the peripheral artery contributed to the reported device separation. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the balance middleweight (bmw) guide wire was used in a peripheral procedure. The guide wire was advanced down to the mid superficial femoral artery (sfa). The physician torqued the guide wire to advance beyond the target lesion; however, it was noted on fluoroscopy that the distal tip was not responding. As that was abnormal, the device was removed and it was noted to be separated, approximately 100 mm from the distal tip. The separated portion was at a location inside the sheath; therefore, a balloon dilatation catheter was advanced and inflated in the sheath, trapping the separated segment. The devices were removed as a single unit and no portion of the separated guide wire remained in the patient anatomy. Due to the device separation, anticoagulation could not be reversed; therefore, a vessel closure device was used at the access site. There was no excessive bleeding and the patient remained in stable condition. No additional information was provided.